Event description:
It was reported that during implant of the pulse generator, upon inserting the competitor's chronic ventricular lead into the device header, the lead did not fit correctly. In order for the electrode to line up, the lead was pulled back a few millimeters. The setscrew was tightened and the pulse generator was implanted. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).